Event description:
The customer reported an uncontained cleaner fluid leak of approximately ten (10) ml from the right side of the coulter lh 500 hematology analyzer during shutdown. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, glasses and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found and replaced leaking tubing at pinch valve (pv37) from feed-through fittings (ff107 to ff124) to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).